Event description:
It was reported that a helical blade coupling screw broke near the head during a procedure while inserting the helical blade. There were reportedly no fragments due to the breakage. The instrument was removed and a second set of instrumentation was used to complete the procedure. There was a two or three minute delay on account of the allegedly broken coupling screw. No harm to the patient was reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Placeholder.